Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the gas flow read 1.87 liters per minute (lmp) and it should have zero (0) liters per minute (lpm).

Manufacturer narrative:
The customer is not requesting service at this time. They just wanted field service rep (fsr) to check it out on the next preventative maintenance (pm) cycle. The customer returned the software data logs to the MFR on 11/01/2013 for further evaluation. This complaint is replated to MDR #1828100-2013-01050.